Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen became nonfunctional and remained dark after charging, while the device still produced vibration feedback and the user interface was not visible, leading the user to disconnect the app and revert to subcutaneous insulin via pen; the problem was characterized as a display visibility issue involving the touchscreen, and the highest reported glucose was 251 mg/dl without alerts. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a display readability problem associated with ambient light conditions and the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.